Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd connecta¿ 3-way stopcock there was an issue with connecta cracked. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd connecta 3-way stopcock there was an issue with connecta cracked. There was no report of injury or medical intervention.

Manufacturer narrative:
In response to the event reported by the facility a device history report was conducted for lot number 8064976. During our review no abnormalities related to this event were found during our monitoring of the manufacturing process. According to our records this lot of connecta was manufactured 03/09/2018, and this is the only instance of this event occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or during visual inspections. Bd engineers were able to observe the reported damage in the device submitted by the facility, however a review of manufacturing line was unable to identify any processes by which this type of damage could have occurred. Unfortunately, the root cause for this complaint could not be determined at the conclusion of our review. Bd will continue to track and trend for this issue. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.